Manufacturer narrative:
A correlation between the lvad and the reported stroke could not be determined through this evaluation as the pump was not returned for evaluation. The lvad was not explanted following the patient's death. Although a specific cause for the reported stroke could not be determined through this evaluation, information provided indicated that the patient's outcome was not device related and the pump functioned as intended. In addition, the heartmate ii lvas instructions for use lists stroke as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired of stoke. Reportedly, the event was not device related and the pump functioned as intended. No further information is available.

Manufacturer narrative:
The pump was not explanted and no autopsy report will be provided. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.